Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). This complaint is for a system error 2240 during the dwell stage, where the home patient was connected and the blue line clamp was open. This complaint is confirmed because leaving a clamp open on an unused supply line is a use error that may cause a system error 2240 and contamination. Per the patient at-home guide, users are instructed that clamps on any unused solution lines must remain closed when performing peritoneal dialysis therapy.

Event description:
The customer contacted baxter's service center regarding a system error (se) 2240 (air in set) and se 2367, which occurred on the homechoice (hc) during dwell 3 of 3. The home patient (hp) was connected and the blue line clamp was open. The technical service representative (tsr) recycled the power cleared and explained alarms, the hp did not close clamp on blue the supply line, the caller would discard supplies and will use manual supplies to continue therapy. The hp would call the registered nurse (rn) regarding the air detect alarm and being connected. The samples are not available for evaluation. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.